Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance of the cardiosave intra-aortic balloon pump (iabp), the new safety disk failed the all manifold test, pim section, and membrane test upon installation. There was no patient involvement.

Manufacturer narrative:
Additional customer contact information: (B)(6). The getinge field service engineer (fse) encountered the reported issue during the preventative maintenance (pm) and replaced the safety disk to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.the defective safety disk was received and the national repair center installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure number (B)(4) revision c and the cardiosave service manual part number 0070-00-0639 revision n. The nrc could not verify the failure of the safety disk failure of the membrane differential pressure with the results of 2 mmhg. Factory specification is +/- 6mmhg. Sending the safety disk to sustaining engineering for failure analysis per procedure (B)(4) rev aj. The part is no longer going to sustaining for further analysis. Investigation is completed. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.